Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer cleared the alarm and resumed insulin delivery and changed the pump supplies and successfully resumed insulin. Customer¿s blood glucose level was 155 -300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.